Manufacturer narrative:
(B)(4): added additional information. The instrument was received in good condition. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. No issues were found opening and closing the jaws. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that the device was used during an unknown procedure. After use of about five minutes the handle made a "popping" sound and became difficult to open. Another device was used to complete the case. There was no adverse consequence to the patient. One device is being returned.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.